Event description:
Spouse heart monitor and heart defibrillator were operating and functioning erratic and abnormal for unknown reasons and without any information concerning problems and issues caused by husband (other spouses) philips magnetic mask until contacted by (B)(6) product company on november 8th, 2022. FDA safety report ID# (B)(4).